Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an alarm. The patient was in dwell two of three of peritoneal dialysis (pd) therapy and connected at the time of the alarm. There was nothing unusual noted that would cause or contribute to the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.